Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery, the target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. This 38 x 3.00mm promus elite was selected and the stent was deployed. Following post dilation a proximal edge dissection was found. A 3.00x16mm promus elite stent was deployed proximal to the previously deployed stent, overlapping it and covering the edge dissection. The procedure was successfully completed. No patient complications were reported and the patients status is stable.